Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, negative ahiv results were obtained when a single proficiency sample was tested using vitros anti-hiv 1 + 2 (ahiv) lot 4370 across a vitros eciq immunodiagnostic system and a vitros 3600 immunodiagnostic system. The results were discordant when compared to vitros peer results for the same proficiency sample and a non-vitros abbott result for the same proficiency sample. Biorad eqas (reference 12000815, lot 330800) sample 8 results of 0.19 and 0.19 s/c (negative) versus an expected result of reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, negative vitros ahiv results were from a non-patient fluid and were reported to the proficiency provider. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, negative ahiv results were obtained when a single proficiency sample was tested using vitros anti-hiv 1 + 2 (ahiv) lot 4370 across a vitros eciq immunodiagnostic system and a vitros 3600 immunodiagnostic system. The results were discordant when compared to vitros peer results for the same proficiency sample and a non-vitros abbott result for the same proficiency sample. A definitive cause of the event was not established. The limited qc results provided showed acceptable vitros ahiv lot 4370 performance on the day of first testing on 12 october 2024. Additionally, the customer reported no issues with vitros ahiv lot 4370 performance on the instruments. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahiv lot 4370. Instrument-related issues are unlikely contributors to the event as the customer gave no indication of instrument issues around the time of the event and the vitros ahiv results for the biorad eqas sample 8 were concordant across two different vitros instruments. However, as no precision testing was performed to verify either instrument performance, instrument-related issues cannot be completely ruled out as a contributor to the event. As the biorad eqas sample 8 is intended for quantitative evaluation, it is possible the sample is not suitable for evaluation with the qualitative vitros ahiv method. However, this could not be confirmed and the vitros ahiv results obtained by the customer remained discordant versus vitros ahiv peer participants and non-vitros ahiv methods.